Event description:
The physician reported that during a declot procedure of a dialysis fistula, that the side arm tubing of the stopcock and a 20ml bd syringe did not make a tight connection. The physician reported that the syringe would back off of the stopcock and observed a small bubble travel through the side arm into the pt. The pt did not require treatment. No harm or injury reported.

Manufacturer narrative:
Device evaluation: the device has not been rec'd for evaluation. A f/u report will be submitted when the investigation has been completed.